Event description:
Patient reportedly experienced confusion, disorientation, secondary hyperhidrosis, decreased level of consciousness, and slow respirations coincident to extraneal therapy (a labeled interferent for the test strips). Patient reportedly became confused, disoriented, sweaty, and was unresponsive to commands. Patient's condition subsequently improved and no treatment was received. The following day, patient reportedly experienced decreased level of consciousness and slow respirations. Patient's blood glucose was reportedly tested, using the suspect device, with results of 14.5 mmol/l (07:00), 14.9 mmol/l (11:30), 19.2 mmol/l (16:30), 12.9 mmol/l (21:25), and 14.3 mmol/l (22:30). Laboratory serum glucose values, reportedly obtained on the same day, were 3.5 mmol/l (15:15), 1.8 mmol/l (21:50), and 3.0 mmol/l (22:50). The following day, patient's blood glucose was reportedly tested, using the suspect device, with a result of 15.6 mmol/l at 06:00. Laboratory serum glucose values were reported to be 4.4 mmol/l (05:40), 5.1 mmol/l (12:08) and 3.6 mmol/l (1800). Patient was treated with dextrose (50%) and narcan, after which condition reportedly improved. At this time, patient blood glucose monitoring, using the suspect device, was discontinued. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This event occurred at a healthcare facility in another country. The name of the facility and contact information were not provided. Additionally, the specific type of blood glucose monitoring system was not provided.